Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the distal tip stretched and detached; the detached section starts approximately at 329,2 cm from the proximal end. Dimensional inspection was performed and found the od of the middle of the device as well as the proximal section were within specification. The over all length and od of the distal tip could not be measured due to the returned device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the guidewire fractured and left in the patient. The 75-90% stenosed target lesion was located in the mildly tortuous, severely calcified proximal left anterior descending artery (lad). A non bsc guidewire and micro catheter were advanced into the lad peripheral. The non bsc guidewire was exchanged for a 330cm rotawire with no resistance encountered. Approximately 1.5cm of the rotawire ro marker was noted to be detached when the physician stepped on the fluoroscopy for the first time after insertion. It was noted the detachment occurred without torque being applied. The fractured portion of the wire migrated into the peripheral blood vessel. No attempts were performed to remove the detached part of the guidewire as the vessel was too narrow for a retrieval device or a stent to be placed. The procedure was completed with the use of a rotawire extra support wire, 1.5mm rotaburr and stenting. No further patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4).

Event description:
It was reported the guidewire fractured and left in the patient. The 75-90% stenosed target lesion was located in the mildly tortuous, severely calcified proximal left anterior descending artery (lad). A non bsc guidewire and micro catheter were advanced into the lad peripheral. The non bsc guidewire was exchanged for a 330cm rotawire with no resistance encountered. Approximately 1.5cm of the rotawire ro marker was noted to be detached when the physician stepped on the fluoroscopy for the first time after insertion. It was noted the detachment occurred without torque being applied. The fractured portion of the wire migrated into the peripheral blood vessel. No attempts were performed to remove the detached part of the guidewire as the vessel was too narrow for a retrieval device or a stent to be placed. The procedure was completed with the use of a rotawire extra support wire, 1.5mm rotaburr and stenting. No further patient complications were reported and the patient was stable post procedure.